Event description:
The user facility reported a fracture with the radifocus guide wire m device. Follow up communication with the user facility reported the following information: (1) the actual sample became fractured during ptbd (percutaneous transhepatic biliary drainage) procedure; and (2) it was reported that the actual sample was used with a metallic needle simultaneously.

Manufacturer narrative:
Method: evaluation of a current product sample. The actual device was not returned to the manufacturing facility for evaluation and the involved lot number is unknown. Therefore, the investigation was based on the evaluation of user facility information and evaluation of a current product sample from the reported product code (rf-ga35153 lot# 150526). Visual inspection of the current product sample revealed no anomalies or defects. Magnifying inspection of the sample did not find any anomaly, including a scratch, which would relate to a fracture of the wire. The outside diameter of the sample was confirmed to meet manufacturer specifications. The lot number was not provided by the user facility, which prevented a meaningful review of production and complaint file records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, from the complaint description, it is likely that the actual sample was damaged by the metal needle used in combination with it and became fractured. With no evaluation of the actual sample, however, the cause of this complaint cannot be determined definitely. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements including: do not use the guide wire m with devices which contain metal parts such as atherectomy catheters, laser catheters, or metal introduction devices as they may cause the guide wire m plastic coating to shear and/or sever the wire. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4). Device not returned to manufacturer.